Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 480 mg/dl or something. Customer states that insulin pump alarmed for no delivery during manual prime. Customer performed troubleshoot for no delivery alarm and insulin exited the tubing as well as alarm did not occurred again. Customer declined troubleshoot for high blood glucose. Infusion set will be return for analysis.